Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation, lead wire 2- was damaged between electrode belt ECG "c" cable and p704. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported an electrode belt was having adjust belt messages.